Manufacturer narrative:
Additional devices included on this report are as follows: catalog #plc201000/ serial #(B)(4)/ UDI #(B)(4). Catalog #plc201000/ serial #(B)(4)/ UDI #(B)(4). Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. (B)(4).

Event description:
On (B)(6) 2019 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2021 a reintervention was performed. Aneurysm enlargement (amount unknown) was observed and the physician reportedly suspected a distal endoleak on the device located in the patient's right common iliac artery. It was reportedly unknown if the ipsilateral leg of the trunk-ipsilateral leg component or a contralateral leg component was located in the patient's right iliac artery. The right limb was extended using an additional contralateral leg component. There were no further reported issues. The patient tolerated the procedure.